Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported a radial tear that was suspected to have gone past the equator and a sulcus intraocular lens was placed in the eye. Also, endothelial folding was noted at the laser due to the patient's steep cornea and a tag was observed but managed.

Manufacturer narrative:
Based on quality assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).